Manufacturer narrative:
Review of lot history records for the involved devices confirmed manufacturing steps and processes were met and followed. Products met final inspection and testing requirements prior to shipment.

Event description:
Clinic reported a patient with bilateral arm and finger weakness 12 days post treatment. Prednisolone 2# bid and vitamin b12 were prescribed. The physician referred the patient to a neurologist for emg and ncv exams. The results showed muscle weakness and paralysis.